Event description:
Micropuncture access kit used to place arterial line due to patient¿s small and calcified vessels. The a line was functioning appropriately during the procedure. On arrival to unit, the a line appeared infiltrated and was discontinued. On removal, the dilator/ introducer was still attached to the catheter. This is the small piece that comes inside the catheter that goes into the patient. Design/ packaging concerns: the introducer and dilator are packaged with the dilator fully inserted into the introducer with connection fully engaged. The hubs for the dilator and introducer are the same color, making it difficult to discern two devices are present.